Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the video feed could not be established on the monitor. It was noted that the lights and fans would energize.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the mobile view station (mvs) was turning off occasionally. The issue could not be resolved. Computer was replaced. The suspect computer has been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the mobile view station (mvs) of the imaging system was not functioning as designed. No additional information was provided on the issue. There was no patient present at the time of the issue.